Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of call. The customer declined to continues troubleshooting the issue with tandem technical support, therefore no additional information was obtained.